Event description:
Customer reported that a sickle cell pt had a negative antibody screen with 0.8% surgiscreen lot 8ss402 in gel prior to transfusion. Post-transfusion, the pt's antibody screen was positive, anti-jkb,- m and -e were identified. History provided by another local hosp indicates the pt had anti-jkb, -m and -e in 2001. The customer contacted ocd to obtain info about the effects of sickle cell on testing in gel. During the conversation with ocd technical support, the customer indicated they had a pt with sickle cell disease who had expired and they were trying to determine if the pt's outcome could be due to a transfusion reaction.